Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitoring report displayed an incorrect impedance value than what the implanted device was measuring. The caller was advised that this is a known issue where the network does not check the value of the polarity switch flag to determine which impedance value to show which can result in incorrect value when unipolar impedance is expected. The network remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.